Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/1/2019. Device evaluation: sample was received and it was cut in two pieces. Residues were observed. One haptic was observed bent and the other positioned. The complaint could not be verified since it is a patient condition. Also, per initial report the lens was used as a piggy back in where the primary lens was a model zxt. A product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40m, 4.0 diopter intraocular lens (iol) was explanted due to a myopic miss. There was no incision enlargement, vitrectomy or sutures done. Replacement lens was another ar40m but a 5.0 diopter. It was stated that the patient was fine post-explant. It was further learnt that the suspect lens was used as a piggyback lens with a symfony toric. Pre-op best corrected visual acuity (bcva) was 20/50 and post-explant bcva was 20/40. Visual symptoms were noted on (B)(6) 2019. The toric symfony lens had rotated, was repositioned and patient is now happier. A separate report will be filed for the symfony toric lens. No further information was provided.